Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10374892. Balloon component was made from batch of vs014250 reference mix lot number 9715070 prepared from raw materials saa339 lot number 2401310086 & sa7117 lot number 2312190072. These lot number were analysed at our qa production laboratorie and were conformed. Quality database was checked and revealed a corrective and preventive action: "balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A rmf evaluation was performed based on (B)(4) risk identified (B)(4) (hazardous situation "catheter balloon cannot stay inflated or burst ". The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A similar case study was perfomed based on dhf: prostatic catheter silicone, same defect "balloon burst" from (B)(6) 2021 to (B)(6) 2025, 119 similar cases were found.

Event description:
According to the available information a double-lumen catheter was inserted and inflated with 40 ml of ppi water at 6 pm. It was found in the patient's bed at 8 pm with the balloon ruptured.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information a double-lumen catheter was inserted and inflated with 40 ml of ppi water at 6 pm. It was found in the patient's bed at 8 pm with the balloon ruptured.